Event description:
The product was used for intracutaneous wound closure. Reportedly, the wound dehisced post-operatively. The surgeon re-applied suture.

Manufacturer narrative:
9/21/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.